Manufacturer narrative:
(B)(4). Event is currently under investigation.

Manufacturer narrative:
Brand name: spectrum antibiotic-impregnated double lumen cuffed hyperalimentation catheter. (B)(4). Event evaluation: a review of complaint history, instructions for use (IFU) and quality control was conducted during the investigation. The device was not returned to assist in the investigation. This wire guide is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. There is no evidence to suggest device was not manufactured to specifications. An IFU is included with the device. It states "withdrawal of wire guide through needle should be avoided; breakage may result." In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage.¿ we are unable to determine with certainty the root cause for the reported difficulty. It is possible that the wire guide was pulled back through the needle, resulting in breakage. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A hyperalimentation catheter was being placed in the (B)(6) year old female patient. When the surgeon was inserting the catheter with the needle and j wire, resistance was felt and when the surgeon pulled back, the j wire had unraveled. It was noted that a fragment of the wire remained in the patient. The patient was taken to or for removal of the wire fragment. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A hyperalimentation catheter was being placed in the (B)(6) female patient. When the surgeon was inserting the catheter with the needle and j wire, resistance was felt and when the surgeon pulled back, the j wire had unraveled. It was noted that a fragment of the wire remained in the patient. The patient was taken to the operation room for removal of the wire fragment. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.